Manufacturer narrative:
Age: 20-44 years. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. Customer reported they quarantined the device to determine if there was a connection between device and event.

Event description:
It was reported that a cadd® administration set was in use for infusion of patient controlled epidural analgesia when the patient experienced respiratory and cardiac arrest in a hospital. The patient required advanced life support, was admitted to the intensive care unit for one day, and spent four additional days on the inpatient unit. The patient was subsequently discharged from the hospital. No permanent injury was reported.